Event description:
Report received of an overdelivery. The customer contact indicated that the event was the result of an operator error in programming the deice to deliver a dose of 800 units/hr of heparin (25,000 units in 250 ml). Approx. 10 minutes later, the nurse reported that while checking on the pt, she noted that the pt's "IV was leaking, the bag only had 100 ml left and the specified. At that time, the infusion was dicontinued and the device was removed from clinical service. The physician assistant was notified and a ptt (partial thromboplastin time) was drawn. Specific lab values were not provided. There were no reported adverse pt effects. The nurse reported that hte pt's heparin infusion was restarted at an unspecified rate and time. Upon review of the device history by the biomedical engineer at the user facility it was noted that the pump was programmed to deliver at a rate of 800 ml/hr instead of the intended dose of 800 units/hr. Though requested, no add'l info was provided.